Event description:
Caller reported a cgm error 42 involving a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and the caller successfully conducted a pump reset, after which the cgm error code did not reappear, allowing the caller to start a new sensor session successfully.